Manufacturer narrative:
Investigation summary (B)(4) : it was reported by the customer that missing or need accessory (cables, bulbs, filters, etc.)-temperature not working. Only a photo was sent by the customer reporting the missing failure mode. The photo is not enough to confirm the failure mode and start an investigation. The product reported (2008774-001) is end ended of life (eol) since december 10th, 2019 through the co vyaire. On the other hand, the product reported product exceeded the 90 days that bd policy offer as product warranty. Root cause definition root cause was not defined since customer did not provide a lot number or a sample for evaluation, there is no evidence to confirm the failure mode and identify the possible root cause. Corrective and preventive actions no preventive and corrective actions were established due reported product ended of life since december 10th,2019 through the co vyaire. We regret any inconveniences caused with our product. We will continue to monitor our customer feedback processes for any similar incidences.

Event description:
It was reported that bd probe, turbotemp oral temp probe, blue was missing component the following information was received by the initial reporter with the following: we have received a customer complaint with below information: complaint ID: (B)(4) product number: 2008774-001 product description: probe, turbotemp oral temp probe, blue lot number: unknown product problem: product complaint date of event: 2/15/2024 when product failed: during setup event or problem description: missing or need accessory (cables, bulbs, filters, etc.)-temperature not working.